Manufacturer narrative:
Two (2) actual samples were received for evaluation. Both samples had clear unspecified solution inside the fluid path. The first sample was received with separated components. A visual inspection was performed which observed a separation between the small bore luer lock assembly and high pressure tubing. No functional testing was performed on the first sample due to its condition. The reported condition was verified. The cause of the condition could not be determined. No defect was observed in the second sample. Functional testing, including clear passage and pressure testing, were performed on the second sample and the device performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp microbore catheter extension sets experienced connection issues. The patient¿s intravenous (IV) line was found disconnected from the connection site to the one-link catheter extension set which left the patient¿s IV exposed to air. A second catheter extension set was used, and the same connection issue occurred again. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.